Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed to respond upon pressing charge button. There was no negative patient impact. The electrodes were replaced with external paddles and the device was able to defibrillate the patient.